Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician revised the pocket site and implanted two extensions. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.